Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection. The full lead was returned for analysis.

Event description:
It was reported the lead was explanted and replaced due to dislodgement. No patient complications were reported as a result of this event.